Manufacturer narrative:
Additional information: g3, h3, h6. Based on the available information and evaluation findings (see vendor evaluation report), there is no indication of a device-related malfunction. The complaint remains unconfirmed, and no corrective action is required at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, a sales representative reported via (B)(6) that an abs-10060r angel centrifuge was producing a "light sensor calibration error." This occurred upon its first use on (B)(6) 2025. This spin protocol was correctly performed. The physician was forced to alter the procedure in question, and uncentrifuged bone marrow aspirate was harvested from the patient and then added to biocartilage to complete cartilage restoration of a talus defect. The procedure was completed safely but not without difficulty.